Manufacturer narrative:
This event has been reported by the manufacturer under MDR#: 3002808486-2019-01136.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, embedment and device unable to be retrieved. The patient further alleges ¿occasional pain and swelling in legs, stress and anxiety over potential for further failure and complications due to the ivc filter, an being unable to remove it¿ and ¿heavy lifting hurts in groin some.¿ per a CT (computed tomography) scan of the abdomen dated on (B)(6) 2017, ¿there is an infrarenal ivc filter located 1 cm inferior to the right renal vein. There is a 22 degree posterior tilt of the device. The apex is resting against the posterior left lateral wall and the inferior struts have perforated through the wall of the ivc although they're not within in the adjacent critical structures. The posterior two struts demonstrate perforation through the wall proximally 3 to 4 mm. The anterior two struts demonstrate perforation through the wall approximately 6 to 7 mm. There is no fracture but mild bending of the posterior two struts. The ivc is widely patent with no areas of stricture or contour irregularity. There is no stenosis.¿

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2012. The patient alleges to have been injured without further explanation.